Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was difficult to press and intermittently unresponsive. It was reported the issue had occurred for 1 and a half months prior to the call. The reporter stated there was no damage to the keypad and no evidence of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a battery compartment crack.